Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. (B)(4).

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, when the needle plunger was withdrawn there was no suture present during suture retrieval. The device was removed and hemostasis was achieved using a non-abbott device. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that both cuffs successfully captured the needles during needle deployment. The suture knot was properly formed, but remained in the anterior needle slot. The suture was attached on the anterior needle, but broken. During testing, the plunger was inserted and retracted successfully without any resistance that could contribute to a suture break. The suture was pulled from the anterior needle slot without any observable resistance, suggesting that there was no suture drag during plunger retraction. Based on the investigation findings, the root cause for the suture break during needle plunger retraction could not be determined. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that during the procedure in the right coronary artery, a 3.0x23 mm promus stent was successfully deployed. An attempt was made to deploy a 3.0x23 mm rx promus stent overlapping the previous stent by inflating the balloon to 9 atmosphere and the stent was deployed. The device "felt strange" to the physician; however, another inflation attempt was made, but the balloon did not inflate. The stent system was removed from the anatomy. Outside the patient anatomy it was noted that the proximal segment of the balloon had ruptured. Post-dilatation was performed and the procedure was successfully completed. There was no adverse patient effect. No additional information has been provided.